Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the conclusion code.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert was generated for this system due to a pacing impedance measurement greater than 2000 ohms on the left ventricular (lv) channel. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.